Event description:
While opening c section pack to prepare operating room for a c/s [cesarean section], the pack was found to be unusable for several reasons. Suction tubing was found to be discolored in areas, and the tubing material was abnormal in appearance with small indents noted. The cautery pencil was missing from the pack, and the bulb syringe had the appearance of being dirty/scuffed. The entire pack was taken out of service and removed from the or prior to the procedure. A new c section pack was retrieved and utilized for the procedure.